Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm every three hours for the last three days. Customer's blood glucose was not available. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was able to remove the set and examine the cannula. They said that the cannula is bent. They wished to run an additional 5.0 unit fixed prime to determine if the cannula/site connection was occluded. The insulin did exit. However, she did not wish to complete the no delivery alarm troubleshooting. The insulin pump will not be returned for analysis.